Event description:
User facility reported that following a successful novasure uterine ablation, "meshing from array came off device and into patient cavity. Doctor was able to remove meshing from cavity successfully." During follow-up in 2008, the physician's nurse reported "the meshing was removed via hysteroscopy and the patient was discharged home following the ablation". No other information is available.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number. No abnormalities were found related to the reported information. This device passed final testing prior to release. H6: the coding in this section reflects the evaluation of the disposable device. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure device.